Manufacturer narrative:
A ge service representative performed an on site investigation. The rtos and the batteries were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system intermittently gave an alarm and had to be rebooted. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.